Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 years, 8 months. The patient remains on lvad support. Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a gastrointestinal bleed. Additional information has been requested but has not been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information about this event was received on 23may2019. It was reported the patient presented to outside hospital on (B)(6) 2018 with complaints of melena and low flow alarms. Patient was asymptomatic. Patient had hemoglobin (hgb) level of 7.2 and subsequently received 1 unit packed red blood cells (prbc). Patient was on aspirin and coumadin at the time with subtherapeutic inr 3.03. Patient transferred to advocate christ medical center; on admission, inr of 2.7 and hgb of 7.9. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2018 and was negative for a bleeding site. On (B)(6) 2018, a colonoscopy confirmed a large polyp in the ascending colon and mild ischemic colitis. Patient underwent polypectomy and had a hemoclip placed. Patient received a total of 6 units prbcs. Coumadin and aspirin were held until (B)(6) 2018, at which point coumadin was resumed and aspirin discontinued. Patient also experienced asymptomatic low flow alarms determined to be caused by dehydration due to acute blood loss. An echo revealed inferior vena cava collapse. After treatment with blood transfusions and ivf bolus patient was rehydrated and without complaints but continued to have intermittent low flow alarms. All diuretics and antihypertensives were held, patient was continued on metropol 25 mg only upon discharge. Inr stabilized and bleeding resolved. Patient was discharged home on (B)(6) 2018. The event was reported as resolved. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Additionally, an analysis of the log files provided by the account could not confirm the reported low flow alarm. The submitted system controller event log files contained data on (B)(6) 2018 at 10:31:40 am to 11:20:49 am. No low flow events were captured in the file. It was noted that pi events were observed throughout the file. The system controller periodic, lvad event and lvad periodic log files were unremarkable. The pump speed remained above the low speed limit and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.